Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an insulin occlusion on an inset teflon infusion set that reappeared after initial clearing, and the event resolved only after the user changed all infusion supplies following troubleshooting and education. Symptoms included hyperglycemia consistent with interrupted insulin delivery due to an occlusion. Outcomes included the need for supply change and shipment of replacement supplies, with no hospitalization reported. Investigation included telephone-based troubleshooting, user education on supply replacement, and assessment of infusion set function through corrective action performed by the user. Investigation of this case revealed an infusion set occlusion associated with the insulin delivery pathway that was resolved through replacement of the infusion set and related supplies, consistent with an obstruction of flow at the set level. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion likely related to the disposable infusion set and associated consumables.